Manufacturer narrative:
The field service representative determined the cause to be a defective vacuum nozzle, and replaced vacuum nozzle. He also troubleshot entire ise module, disinfected fluidic system for any bacterial contamination and applied heat grease to electrode block.

Event description:
User received low sodium results for two patient samples. Repeat testing occurred after the assay was re-calibrated. Sample 1, initial result gave 130; repeat gave 138 mmol per l. Sample 2, initial result gave 130; repeat gave 136 mmol per l. Initial results were reported, but patients were not treated based on the results reported.